Event description:
It was reported that a patient presented with under-sensing noted on the atrial channel of the patient's implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The device was returned due to an upgrade. Longevity estimation was performed based on device usage, and the battery depletion was found to be normal. The report event of oversensing was confirmed. Technical support engineer suggested to modify the device¿s setting to fix the issue. The device behaved as programmed. The device was above eri upon received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that a patient presented with under-sensing noted on the atrial channel of the patient's implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2024.

Manufacturer narrative:
Correction: d9: field should be: (B)(6) 2024.